Event description:
It was reported that during a cartridge change for an insulin pump, the user performed a refill and ¿fill tubing only¿ while disconnected and observed drops from the tubing, but after the procedure the pump displayed ¿less than one unit¿ and ¿very low,¿ and support advised that the cartridge was filled with air rather than insulin, aligning with an incorrect procedure or method and with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.